Event description:
Sorin group received a report that during the procedure, the water in the heater/cooler had a red tinge. The clinician replaced the oxygenator and the procedure was completed without further issue. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the apex hollow fiber membrane oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). The investigation is ongoing. A f/u report will be sent when the investigation is complete.